Manufacturer narrative:
Add'l suspect medical device components: model #: sc-2218-50. Description: st linear lead, 50cm with .014 inch stylet pre-loaded. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the pt had a small hole in her pocket site. The physician decided to explant the pt due to infection. After procedure, the pt's infection cleared.